Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported he went to the emergency room twice, (B)(6), due to the insulin pump. Customer reported that the device administering insulin non stop, 20 to 40 units, and would not suspend. Customer stated he felt a burning sensation at the site. Customer blood glucose dropped to 27 mg/dl. Treated at hospital with double dextrose two hours later blood glucose was 50 mg/dl. Troubleshooting was performed. It was determined insulin kept coming out during manual prime was stopped. Customer's current blood glucose was 265 mg/dl. Customer stated he filled the reservoir with 200 units of insulin and it only showed 143.8 units and the reservoir 140 units. Customer was advised of proper way to fill reservoir. Drive support cap was normal. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump passed the dat test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.